Event description:
It was reported that a large volume infusor had a black mark on its filter. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: report source of other - technician replacing health professional. The lot was manufactured from december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection revealed a black mark on the filter of the device and inside of the fluid pathway. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.